Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the proximal circumflex with a xience v stent. In 2009, the pt expired at home. The pt had numerous comorbidities. The pt was taking aspirin and clopidogrel at the time of death. There was no cause of death reported, no autopsy performed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Death is a known risk of coronary stenting procedures, and is listed in the xience v instructions for use as a potential adverse event. Further, death is listed in the risk assessment matrix, as a no-fault post-procedure complication and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.